Event description:
Additional information from the manufacturer representative reported that a revision will take place on (B)(6). It was thought that the whole system would be replaced for the MRI compatible system. The manufacturer representative was going to be in the operating room. Additional follow-up is being conducted regarding the revision and return of products.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, physician. (B)(4).

Event description:
A health care provider reported via a manufacturing representative that stimulation was defective and the patient had a return of symptoms. The patient was not able to increase stimulation and an out of regulation (oor) error message was displayed on the patient programmer. Stimulation was not able to be delivered because it was over the ins limits. There was no limit set for amplitude or other parameters and the full range of amplitude was allowed. The patient did not feel stimulation at their normal level so they increase stimulation from 2 to 4v, but suddenly stimulation was too strong. The patient also complained of low back and left leg sciatic pains. Scans had revealed posterior articular arthrosis and light compression of the root. The patient was going to make an appointment with a neurosurgeon to solve their lombalgy and get advice about their new left leg pain. Impedances were measured to be okay. Troubleshooting included turning the ins on and off and increasing and decreasing stimulation. The issue was not resolved at the time of this report. A revision of the system with a probable replacement of the lead and ins was planned.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial# (B)(4), implanted:(B)(6) 2010, explanted:(B)(6) 2015, product type: extension. Product ID: 3877-45, lot# 0203159497, explanted: (B)(6) 2015, product type: lead. The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4).

Event description:
Additional information from the manufacturer representative reported that the whole system was explanted and replaced with MRI compatible devices on (B)(6) 2015. It was noted the products will not be returned. The patient was "ok". The patient properly felt stimulation in the painful area and can go for an MRI of her foot.